Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 504 mg/dl associated with an alleged power issue. Reportedly, the patient discontinued pump therapy and self-treated with insulin shots. During troubleshooting with customer technical support, the reported stated that the patient¿s pump had an intermittent power issue. It was also reported that the battery compartment was cracked and the battery cap was unable to be tightened. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power/damage issue.

Manufacturer narrative:
Follow-up #1: date of submission 03-may-2019. Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2019 with the following findings: during investigation, there were reboots observed in black box download. The pump history shows pump was delivering programmed basal rate until rebooting began at 2:38pm on 2/06/19. The daily insulin delivery totals correctly reflect user's programmed basal rates. Upon visual inspection, the battery compartment is cracked alongside of pump. The battery cap is stripped; battery cap unable to maintain an electrical connection, power loss and reboots duplicated. The battery cap contact width found within specifications. A test cap used for testing purposes. The pump powers on normal with no alarms. Pump exercised with test cap with no further power issues occurring. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.